Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and referring to know similar events, it was presumed that bending stress generated with catheter delivery had contributed to the reported kink of the fubuki guide catheter. The applied stress would exceed the product design limit likely due to anatomical conditions, tearing the shaft tube to exposed the underlying braid tube. It was concluded that this event was not attributed to product quality. Although there were no reported adverse patient effects, it was unable to completely rule out that some fragment of the shaft polymer could be left in the vasculature since the device was not returned to confirm severity of the shaft damage. Instructions for use (IFU) states: [warnings] when applying torque manipulation to this guide catheter that is placed along the tortuous course of the vessel, take extra care and handle with caution because the manipulation may lead to kink or the like of this guide catheter, and may result in damage of the blood vessel or damage to this guide catheter. [Malfunction and adverse effects] kink.

Event description:
It was reported that stent deployment was performed in the carotid artery with use of an asahi fubuki guide catheter. During delivery of the guide catheter, a kink was made on the shaft at about 20cm from the tip. At the kinked spot, underlying braid tube was found exposed. A new guide catheter was replaced to resume the procedure. Stenting was successfully completed. There were no adverse patient effects associated with this event.